Event description:
It was reported that balloon pinhole occurred. A 4.5mmx20mmx135cm (4f) sterling¿ balloon catheter was selected for use to dilate the lesion. During preparation, when the physician was inflating the balloon, the physician noted a hole in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Although it was reported that the device was not used in the patient, the presence of blood in the guidewire lumen is indicative of handling beyond simply preparation of the device, as was reported. Microscopic examination of the balloon presented no damage or irregularities. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon 8mm distal of the proximal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination inspection presented no damage or irregularities in the shaft of the device. Microscopic examination inspection presented no damage or irregularities in the bonds .inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon pinhole occurred. A 4.5mmx20mmx135cm (4f) sterling¿ balloon catheter was selected for use to dilate the lesion. During preparation, when the physician was inflating the balloon, the physician noted a hole in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).